Event description:
It was reported through a research article identifying drg leads that are related to an infection during the test-trial for the patient. Specific patient information is documented as unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.